Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing, which, resulted in delivery of an inappropriate shock. The patient was seen in clinic for further evaluation. Noise was able to be reproduced with patient movements. The noise that was created appeared more consistent with myopotential noise, which, was different from the noise in the treated episode. Technical services (ts) discussed additional troubleshooting options as well as the option of performing an x-ray. An x-ray was taken; device therapy was programmed off and the patient was sent home pending further review. It was noted that the device was implanted for primary prevention and no other shocks have been delivered from the device. Ts reviewed the x-ray images and noted no clear indication of compromised electrode integrity. Ts discussed that secondary sensing vector appeared like a viable option for consideration as myopotential noise was appropriately classified as noise in secondary. The root cause of the noise was not determined at this time and no further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.